Event description:
The cement hardened in about 4 minutes after the cement stirring was started. When the cement was mixed, it became flaky. No adverse event reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned. A retain sample of batch a917a06905 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Within three years, no other complaint has been recorded on optipac 60 biomet bone cement r, reference 110035375, batch a917a06905 regarding cement paste too short setting time. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the cement hardened in about 4 minutes after the cement stirring was started. No known adverse health consequence was reported as the result of the event.